Event description:
It was reported that the customer had an adverse event due to experiencing low blood glucose. Customer was not on the line and a callback has been scheduled. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.